Event description:
Patient with history of gastroesophageal reflux underwent ph probe study to evaluate the effectiveness of medications that patient was placed on after first ph probe study was done. Probe was placed and was removed 24 hrs later. When downloaded after removal, it was discovered that there was only 5 hrs and 28 minutes of data. Per the person who reported the event, medtronics was notified and it was decided the probe malfunctioned. Based on data available for the limited time period, changes were made to the patient's medication regime.